Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed skin irritation from the lifevest. The patient reported that 30 minutes after being fit with the device an itching red skin rash spread to his hands and feet. The patient reported that he was using fenistil pills and an ointment (soderm) on the irritation. During a follow up, the patient reported that he spoke to a dermatologist who recommended the patient remove the lifevest. The patient reported that after removing the device the rash had improved.